Manufacturer narrative:
One infusion set sample was received for quality evaluation, along with an alaris pump. The investigation for the function of the infusion set was conducted under bd complaint pr 13067305 . The sample was attempted to be tested but a leak was identified coming from a hole in the tubing. The customers complaint of flow issues - back flow was not confirmed, however, the leakage from the hole in the tubing can appear to look like back flow because the fluid would be coming from the tubing from an uncontrolled opening. A root cause investigation could not be conducted because the lot number of the infusion set was unknown, however, the manufacturing focus team will be notified of the issue and monitored to determine if further actions are needed to address the issue. A device history record review could not be performed because the lot number is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: we just had a third incident involving a patient with the secondary bag fluid back backfilling into the primary bag.